Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Event date - ni. Explanted date - ni. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same patient (reference 1825034-2016-01786 / 01787 / 01789 / 01790 / 01791).

Event description:
Patient's legal counsel reported patient underwent a left hip procedure due to infection. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.